Event description:
Scrub nurse having difficulty removing plastic sleeve covering the needle. Spoke to charge nurse and he says the fit is tight and they have to use an instrument to pull it off. This has occurred in the past as well.